Event description:
A 20 french mediastinal chest tube placed in pt in the operating room per usual routine. Pt was transferred to pediatric intensive care unit (picu). Upon arrival in picu the chest tube was noted to have split. The pt was immediately returned to the operating room for replacement of the chest tube. Chest tubes from this lot number were returned to MFR along with the defective chest tube. Tests on other chest tubes from this lot have proven defective according to the MFR. MFR is still investigating.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.